Event description:
It was reported that the patient had an lgx inflatable penile prosthesis (ipp) placed in 2015 and had issues with a bulge of the device that caused a curvature, at an unknown date the physician removed the ipp to replace it with a device from another company that had the same issue, the device was migrating out from the tunica and caused a deformity. In an additional procedure, the physician corrected the defect in the tunica with a graft and placed a ipp cx device for controlled expansion to protect the tunica. The physician suspect that the left corpora was compromised and the tunica was weakened by the original ipp device or the device was not placed correctly. The patient is expected to fully recover.

Event description:
It was reported that the patient had an lgx inflatable penile prosthesis (ipp) placed in 2015 and had issues with a bulge of the device that caused a curvature, at an unknown date the physician removed the ipp to replace it with a device from another company that had the same issue, the device was migrating out from the tunica and caused a deformity. In an additional procedure, the physician corrected the defect in the tunica with a graft and placed a ipp cx device for controlled expansion to protect the tunica. The physician suspect that the left corpora was compromised and the tunica was weakened by the original ipp device or the device was not placed correctly. The patient is expected to fully recover.

Manufacturer narrative:
Investigation summary: based on the information available, boston scientific concludes that the cause that contributed to the reported event cannot be established as the product is not available for analysis. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Without a returned product available for analysis and based on this investigation a clear probable cause for the event cannot be established. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). The ams 700 IFU lists tissue damage and altered therapeutic response as potential adverse events associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.